Event description:
It was reported that the patient experienced a loss of therapeutic effect leading to increased baseline pain in the arm. The patient stated that three of the four electrodes on the lead were not working. It was reported that impedances were off, and the patient was scheduled for a lead revision, however it was noted that the patient had a custom lead that was no longer available. Additional information received reported that the custom lead was removed and replaced with the on-point mesh 1x4 surgical lead. The patient's neurostimulator was also replaced with a new restore prime battery. The patient was seen for a post-op appointment and it was reported that he had excellent coverage and was happy with his new system.

Manufacturer narrative:
(B)(4). Lead model 3988spr, lot# n24751, implanted: 2001 (B)(6), explanted: 2012 (B)(6); extension model 7495-25, serial# (B)(4), implanted: 2001 (B)(6), explanted: 2012 (B)(6); programmer model 7434-e, serial# (b)46).